Event description:
The end user was in a school going through a doorway, pt went to stop at a second doorway when pt claims the scooter coasted and pt drove through a plate glass window. A piece of glass injured pt's eye. No permanent impairment to pt's eye.